Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the locking mechanism that connects the head to the foot section is not functioning.